Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. As received, the belt failed incoming testing, specifically the te recognition test. Upon investigation, there was an intermittent open along the pulse wire inside the trunk cable. The cause of the test failure is the intermittently open pulse wire. The root cause of the intermittently open pulse wire is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.